Manufacturer narrative:
Zoll med corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to select energy level. Complainant indicated that there was no pt involvement in the reported malfunction.